Manufacturer narrative:
Device analysis: no allegation was made with the returned devices. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The krt was worn to filament; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body; no leaks were found. Product analysis identified pump malfunction with returned devices.

Event description:
It was reported that due to an mechanical issue patient had his inflatable penile prosthesis (ipp) explanted.

Manufacturer narrative:
Additional informaiotn to b5: device description to include product investigation conclusion. Correction to h10: revised product investigation narrative. Upon receipt at our post market quality assurance laboratory, the ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistance tubing (krt) was worn to the filament; no leaks were found. The pump was functionally tested and did not pass the 8lb. Activation test. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body; no leaks were found. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. While no allegation was made, product analysis identified a pump malfunction.

Event description:
It was reported that due to an mechanical issue patient had his inflatable penile prosthesis (ipp) explanted. Product analysis identified pump malfunction with returned components.